Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a peripheral embolization treatment procedure, coil insertion difficulties occurred. The target area to be treated was the liver. The physician was unable to insert this 3mm x 6cm f-idc coil into a renegade microcatheter. The renegade was exchanged for a new one and another 3mm x 6cm f-idc coil was used to complete the procedure successfully. No patient complications were reported. However, returned device analysis revealed a fractured pusherwire.

Manufacturer narrative:
(B)(4). The introducer sheath, pusher wire, and coil were returned for analysis along with the renegade catheter used in the procedure. The twist lock of the introducer sheath had been opened. The pusher wire was returned inside the introducer sheath. The introducer sheath was inspected and no anomaly was noted. The pusher wire was removed from the introducer sheath. On inspection the distal end was kinked and the entire length including the interlocking arm to proximal tfe had been pulled off. The renegade catheter was inspected and the pusher wire was visibly broken inside the catheter hub; however, the mid and proximal solder joints were present. The pusher wire was found to have become progressively more stretched from the mid solder joint towards the distal end. The distal end of the pusher wire and coil were stuck inside the catheter. Severe difficulty was experienced removing the pusher wire and coil from the catheter as the device was stretched inside the catheter. The core wire of the pusher wire was broken between the distal solder joint and mid solder joint. The arms of the pusher wire and coil were interlocked in the catheter inner braid. The coil was removed and found to be kinked and stretched. A microscopic inspection found that the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. The interlocking arm of the pusherwire ss coil was inspected and found to be bent. All dimensions which could be measured were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).